Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative reported that a new lead was effectively placed and the patient's impedance was all clear with the new lead. They were not made aware by the hospital that the lead would be sent back for analysis, so their understanding was that it had been discarded.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va1mqbs, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an external neurostimulator. It was reported that the patient's lead was separated when the boot was removed during stage 2. The physician felt the screw disconnect when they unclicked the wrench. The lead was not disconnected, but separated. A contributing factor was reported as the external connector possibly being pulled during the patient's activities during the 2 week (B)(6) trial. The patient stated that the first part of their trial had better results than the second. No diagnostics/troubleshooting were performed. A lead revision was scheduled for (B)(6) 2018. It was reported that the issue was unresolved at the time of the report. No patient symptoms were reported. No further complications were reported or anticipated.